Manufacturer narrative:
Eval: brake cams.

Event description:
It was reported by service report that the brakes at the head end were not holding. No pt involvement or adverse consequences are reported.